Event description:
Event description guidant received information that, 44.7 months post-implant, this implantable cardioverter defibrillator (ICD) was electively explanted and replaced with a new guidant ICD of a different model. There were no reported allegations made against the device's function or operation while implanted. The explanted ICD was returned to guidant for analysis. Initial laboratory analysis indicates that this device does not meet longevity expectations per programmed parameters and therapy history. The device has been dispositioned for detailed laboratory analysis to determine root cause for the premature battery depletion.